Manufacturer narrative:
No product was returned for evaluation. This complaint was opened because these parts were removed in a revision; therefore the complaint is considered confirmed. It was also reported that this revision was planned as part of the course of treatment for the patient and the parts removed in order to gain access to the patients anatomy. There was no alleged malfunction of the implant. The most likely underlying cause of this complaint is patient condition. The revision was a planned part of treatment for the patients condition. Supplemental MDR one of two for the same event, reference report 0001032347-2017-00077-1.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. The distributor reported the revision was not due to failure of the implants, however the reason for the revision is unknown. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of two for the same event, reference report 0001032347-2017-00077.

Event description:
It was reported the patient had a revision craniotomy where the plates and screws were explanted. The distributor stated the revision had nothing to do with our plates, it was part of the patient's treatment which required the removal of the implants; however the reason for the revision is unknown.